Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (surgical conversion to open repair, endoleak); patient's condition affected effectiveness of device (disease progression; vessel dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression; vessel dilatation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. At the right common iliac artery measured 4.7 mm in diameter. Currently there is disease progression with vessel dilatation. The patient was lost to follow-up. It was reported that six months post implant there was a distal type I endoleak however the patient did not return for treatment. It was reported that recently the patient presented emergently with a right iliac rupture. The aneurysm size measured approximately 10 cm in diameter. The physician explanted the stent grafts and converted the patient to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.